Event description:
The customer reported that after powering up his olympus high flow insufflation unit, the alarm would sound and the front panel display wouldn't appear. According to the initial reporter, this was noted during procedure preparation. Reportedly, the intended procedure was completed using the subject device without any delays or harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. When powering on the subject device during testing, an alarm was present and the display was not on. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the alarm and front panel display failure were due to main board failure. However, the definitive root cause of the main board failure could not be determined. Olympus will continue to monitor field performance for this device.